Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case on (B)(6) 2019, the surgeon had a great difficulty inserting the coupling screw through the helical blade inserter and connecting the helical blade for insertion. Upon further inspection, post-surgery that the helical blade inserter was the culprit. There was no other medical intervention required. There was a surgical delay of five (5) minutes. The procedure was successfully completed. Patient outcome was reported as unaffected. Concomitant device reported: unk - nail head elem: tfn helical blade (part# unknown; lot# unknown; quantity 1); helical blade/screw coupling screw (part#: 03.037.026; lot# unknown; quantity 1). This complaint is for one (1) helical blade inserter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device history review. Part number: 03.037.024. Lot number: t111974. Manufacturing site: tuttlingen. Release to warehouse date: 23-feb-2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.